Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l37627, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2014 the patient¿s managing hcp was notified that the pump was approaching end-of-life. The patient was then referred to an implanting hcp in the same practice. An attempt was made to get the patient in for a pre-operative history and physical but an appointment either was never scheduled, or the patient failed to show for a scheduled appointment. Attempts to contact the patient¿s mother were unsuccessful and reminders were sent to the surgeon over the past four weeks. On (B)(6) 2014 the company representative was notified by the managing hcp that the patient was experiencing underdose and withdrawal symptoms. He was brought to the emergency room by his mother where he was treated and released. It was planned to have the patient see a healthcare provider for a pre-operative history and physical on (B)(6) 2014 so that the replacement could occur on (B)(6) 2014 but transportation problems prevented the appointment. There was still an appointment with the surgeon scheduled for (B)(6) 2014 which the patient planned to attend. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿no significant anomaly ¿ end of service due to time progression¿. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported in (B)(6) 2014, the managing hcp saw that elective replacement indicator (eri) was occurring and referred the patient to another hcp for a replacement. The referral was noted but not immediately acted upon. In late (B)(6) 2014, the representative noted that the patient's pump was very near end of service (eos). The practice surgery scheduler made numerous attempts to contact the patient's mother/guardian to schedule a pre-op consult so the physician could record a valid history and physical for the surgery. The patient has mobility issues and must be transported by a wheelchair van and the patient's mother has limited resources. The patient's mother did not understand the urgency of the matter and failed an appointment one week before the eos date. Phone calls were made, messages left but not returned until eos occurred. The patient started experiencing withdrawal symptoms. The mother then contacted the practice stating patient was having increased spasticity, irritability, itching and pain. Oral baclofen was prescribed. Transportation was arranged and the patient was seen by the physician in office on (B)(6) 2014 for a pre-operative consult. Transportation then was arranged for patient to the healthcare facility on (B)(6) 2014 for a pump replacement. The pump was replaced on (B)(6) 2014. The pump was filled with lioresal 2000 mcg/ml, 20 cc. The dosage started at 263.5 mcg/day simple continuous plus oral (po) baclofen. Previously, the patient was on 565 mcg/day flex dosing schedule baclofen 2000 mcg/ml purchased by the managing physician at a clinic through a compounding pharmacy. The hcp preferred to start the patient on a lower continuous dose and have the managing hcp adjust the dosing at the first post-operative follow up visit one week after surgery. The representative spoke with the patient's mother on (B)(6) 2014 by phone to check on the patient post-operatively. The patient was doing much better, their spasticity had decreased and they did not seem to be in as much pain (patient only communicates via eye contact).